Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was replaced due to a conductor fracture and lead damage. This lead was also noted to have exhibited high thresholds and loss of capture. This lead is not expected to be returned. No additional adverse patient effects were reported.